Event description:
It was reported that there was a liquid crystal display bleed during testing. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A product sample was received for evaluation. Visual inspection showed tamper seal was intact. During functional check, the reported complaint was duplicated; liquid crystal display bleed issue found during the investigation. Also, found high pressure messages in the event history log. The root cause was customer induced. Replaced liquid crystal display.